Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was not capturing. Chest x-ray revealed that the lead had dislodged. At implant, the physician had noted an abnormal helix and now caused the dislodgement. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.